Manufacturer narrative:
Internal complaint reference: (B)(4). The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection of the returned instrument shows no manufacturing abnormalities. The electrode has extensive erosion and small piece missing. The device was plugged into the controller and registered settings (7,3). The wand was able to generate plasma as intended. A review of the customer provided image shows the packaging and confirms part number eic5874-01 and lot number 2031730 with a partially detached electrode. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was an isolated event. The complaint was confirmed. Factors that could have contributed to the reported event include: (1) hitting the device tip against a hard surface. (2) using the device as a lever to enlarge surgical site (3) mechanical displacement of tissue through applied force. (4)activating the device above recommended settings for prolonged periods of time.

Event description:
It was reported that during an adenoidectomy, the metal electrode wire in the evac 70 xtra hp coblator ii was fusing when it was used for 10 minutes. The procedure was completed with a delay of 30 minutes or less, using a backup device. No patient injury or any other complications were reported. Results of investigation have concluded that the electrode of this unit has extensive erosion and has pieces detached which makes it a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.